Event description:
A device issue occurred prior to the start of a medical procedure. The issue was in regards to a "replace handpiece error". Device troubleshooting was performed (i.e. Cycled power). A size 12 needle was noted. An alternate device had to be used to complete the procedure. The pt's outcome was fine, as they had recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of the device (model: 8929, (B)(4)) revealed an open left needle thermocouple. Ohms from p1 to p4 board were tested and had continuity. A hardware error code 66 was noted in regards to a prostiva (B)(4) data test.